Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and cystocele on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, dyspareunia, urinary tract infections, erosion of her internal tissues, and the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.